Manufacturer narrative:
This report is submitted on 7 august 2020.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2020 due to the requirement of having a magnetic shunt placed. There are no plans to re-implant the patient with a new device.